Event description:
Unable to remove drain percutaneously. Pt brought to cath lab and catheter appeared to unwind under fluoroscopy control. Pericardial pigtail catheter became kinked and a portion broke off at the site of the kink. The portion was then sucked into the pericardium. It was then necessary to do a pericardiotomy for retrieval of a foreign body via a mini sternotomy.